Manufacturer narrative:
Investigation: this complaint has been evaluated as type 2 investigation case. No samples or picture were received. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1713714 - gentlecath glide male ch14 and manufacturing lot#4h04918 in august/ september 2024 in amount 198000 pieces on packaging machine p020. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. Batch record was reviewed and during production was opened no nc. No another complaint was received on lot#4h04918 and malfunction code ¿uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging ¿. The machine logbook was checked, and no records related to this issue were found. According to g905704 ver.28.0 work instruction for packaging of gentlecath catheters on p009, p006 and p020¿ 5.11.3 the peel pack must not be sealed in a way that causes the paper and film to separate. The peel packs were inspected in accordance with tm-410 ver. 3.0. No discrepancies during production were found. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports he has used our hydrophilic catheters for 5 years. In the last 2 years he says he has had 4 defects- leak at the joint of the envelope. There was no harm reported. No photos were provided. No additional information was provided.